Event description:
A signal loss issue was reported on abbott diabetes care (adc) device. During troubleshooting, it was determined that customer's phone model was not compatible. As a result, the customer was unable to obtain alarm and reading, and the customer experienced feeling exhausted and hypoglycemia. The customer was unable to self-treat and was provided with glucose tablets as treatment from a non-healthcare professional (non-hcp). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The customer experienced signal loss/missing high/low glucose alarms with the reported application. Per the compatibility guide, use of the iphone with operating system ios 18.5 is incompatible with the reported application software version 2.12.2.8979. This guide is available to the user on the websites where the product is launched. All pertinent information available to abbott diabetes care has been submitted.